Manufacturer narrative:
Concomitant medical products: 1884068hs - bur, 3pk dcr hi speed; lot - 0209563674; manufacture date - may 4, 2015; use before date - may 2, 2023; 510k - exempt 1883672hs - bur, 3pk hi speed diamond 70deg; lot - unknown; manufacture date - unknown; use before date - unknown; 510k - exempt. (B)(4). 1883070hs: there were 5 un-sealed samples, part number 1883070hs, from lot number 0209441026 received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Some of the contaminants were compacted in the flutes and/or in the suction path. The customer indicated that the devices malfunctioned "during use" with no indication of damage/defect prior to use. When compared to the assembly drawing, samples 1, 2, and 3 of the 5 inner assemblies were stretched out of their support areas by varying degrees [up to 0.4"]. The tip of sample 4 was broken off, measuring 0.66", and sample 5 was not stretched out of the support area. When viewed under magnification, there was gouging on the inner shafts (in varying degrees) just proximal to the cutting tips which correspond to where the inner assemblies and outer tubes contact each other. Samples 1, 2, 3, and 4 of the 5 outer tubes were worn at this point [the distal end] based off of wall thickness, which likely indicates excess pressure and or speed were used. The un-stretched sample 5 was not worn. However, there was front hub deformation consistent with improper loading. This sample loaded into the handpiece, ran at 12,000 rpm in forward direction, and cut saw bone with no issues. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture; not to use burs above the speed indicated on the bur label; and include detailed instructions for properly loading a bur/blade. The recommended top speed for this bur is 12,000 rpm in forward direction. 1884068hs: there were 2 un-sealed samples, part number 1884068hs, from lot number 0209563674 received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. The customer indicated that the devices malfunctioned "during use" with no indication of damage/defect prior to use. When compared to the assembly drawing, there was no damage or anomalies in the construction of the 2 samples which would have resulted in the reported event. When viewed under magnification, the tips were not uncoiled (stretched). There were some minor abrasions on the inside diameters at the distal end of the outer tubes. However, the inner assembly turned freely by hand. Functionally these samples loaded into the handpiece, ran at 12,000 rpm in forward direction, and cut saw bone with no issues. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. 1883672hs: three un-sealed samples were received. However, the product analysis has not been completed at this time.

Event description:
The sales rep reported that during a maxillary sphenoidotomy, the tips of 10 high speed burs (denoted by hs/hse) uncoiled/broke while working through bone. The sales rep indicated that there were no fragments and no injuries as a result of this event.

Manufacturer narrative:
The product analysis was completed on february 19, 2016. (B)(4): three un-sealed samples were received. There was evidence of biological contaminants on all of the samples [based off of the reactivity with hydrogen peroxide]. Some of the contaminants were compacted in the diamond grit and / or in the suction path. When viewed under magnification, there was gouging on the inner shafts (in varying degrees) just proximal to the cutting tips which correspond to where the inner assemblies and outer tubes contact each other. Two of the 3 outer tubes were worn at this point [the distal end] based off of wall thickness, which likely indicates excess pressure and or speed were used. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture and not to use burs above the speed indicated on the bur label. The recommended top speed for these burs is 12,000 rpm in forward direction. Results code: stress problem.